Event description:
Patient admitted to have removal of non-functioning port-a-cath and placement of new port-a-cath surgeon removed portion of catheter and remaining part was retrieved in special procedures after surgery and recovery. Added procedure: insertion of cordis catheter is right groin.